Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation the evo-fc-10-11-6-b device of lot number c959573 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the pmcf study manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿testing of overlapping stents has not been completed and is not recommended.¿ there is evidence to suggest that the customer did not follow the instructions for use. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU. According to the information provided a new stent was placed inside a previously placed metal stent. Placing a stent inside another stent is considered overlapping. This is deemed to be use error, as previously mentioned the IFU states "testing of overlapping stents has not been completed and is not recommended¿¿. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to use error. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device. Patient death was reported on the 15 december 2015, it was reported that the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 17-dec-2024.

Event description:
On (B)(6) 2014 date of first implant procedure with evolution® biliary stent system-uncovered evo-10-11-6-b, lot c959573. No adverse events related to the procedure. Re-current biliary obstructions (B)(6) 2015. The patient experienced recurrent biliary obstruction for which a reintervention was performed, placing a new stent inside the study stent. The occlusion was noted to be within the study stent and due to cell debris. The site determined the event to not be related to the study device or procedure, related to pre-existing cancer on (B)(6) 2015 629 days post procedure. Neoplasm progression. Patient death (B)(6) 2015. Primary disease progression cause of death. This file will capture the use error of placing a stent in stent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.